Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11039r52, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer's attorney. It was reported that the patient was a spastic quadriplegic with cerebral palsy and scoliosis resulting from a tragic incident occurring as an infant when the patient was dropped by a neglectful parent. The patient also has "parkinson's disease." The patient is required to take various pain, anti-spastic/anti seizure and muscle relaxing medications such as baclofen. The patient took baclofen until 2001, when they first received a manufacturer pump. On (B)(6) 2014, the patient underwent surgery to replace the prior pump with a new pump. The surgery was uneventful and the patient recovered without complications or adverse operative effects. Toward the end of 2014, the patient began exhibiting abnormal physical and mental behavior such as falling down, passing out, excessive drooling, mumbling, and slurred speech, insomnia, night sweats and nightmares, shakes, tremors and minor spasms. In (B)(6) 2014, the patient went to a an infusion center for a refill. The pump was in low level alert mode. During the procedure it became apparent to the patient's mother that something was wrong with the appearance and amount of the baclofen being removed. She was concerned the pump was malfunctioning and arranged the earliest appointment she could get with an experienced pain management specialist recommended to them by their primary care physician. On (B)(6) 2015, the physician and a manufacturer representative interrogated the infusion pump database, ran various tests and concluded that the pump was not functioning properly in that it was not dispensing the correct dose of baclofen and required replacement with a non-defective, properly functioning pump. The defective pump was removed on (B)(6) 2015. The patient has had no further complication or adverse effects from the new pump or the replacement surgery. It was noted that the pump implanted on (B)(6) 2014, failed and resulted in the patient suffering pain and harm. The patient suffered injuries and damages. The patient was subjected to "cruel and unjust hardship." The event inflicted severe emotional distress. Due to the event, the patient suffered injuries, including, but not limited to pain, discomfort, and other physical and emotional suffering. The injuries sustained by the patient resulted in the need for further medical care. The patient was injured in their "health, strength, activity, and sustaining injury to the body and shock, and injury to the person and nervous system; all of which injuries have caused and continue to cause the patient great mental, physical, and nervous pain and suffering and emotional distress." The patient was required and did employ physicians and surgeons to examine, treat and care for them.

Event description:
Additional information received reported the patient was taking oral baclofen at the time of the event. The patient received a new pump on (B)(6) 2015 and was receiving relief. The hcp would re-titrate the patient back up to an appropriate level of baclofen.

Event description:
It was reported that an explant was planned for (B)(6) 2015. A patient¿s pump failed. A rotor study showed no movement of the rotors. The logs were checked; no motor stall was recorded and no alarms occurred. A dye study found no catheter problems. The patient experienced underdose symptoms (not specified) and less than 50% relief at the device pocket. The issue was not resolved and the cause was not determined at the time of this report. The pump was used to infuse baclofen (compounded). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.